Event description:
It was reported that a device alarmed for a system error 322. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the history log confirmed the system error. The upper and lower aux were out of specification. The upper and lower aux was replaced.